Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(4). Based on the picture provided, the presence of foreign material is confirmed, however the type of material was unable to be determined. As this device has not returned for evaluation after 3 good faith efforts and sufficient response time, this complaint will be closed. If at some point in the future the product does return for evaluation, this complaint will be reopened and further failure analysis will be performed. The device history record (DHR) was reviewed and no anomalies were observed that could have caused the reported condition. No rejects were reported during product inspection. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00087.

Event description:
This is 1 of 2 reports. A distributor reported on behalf of the customer that a foreign body was found inside the c4611s cusa excel 36khz curved extended micro which was noted during a setup on (B)(6) 2020. The patient was prepped for an unspecified procedure with no patient injury reported. An additional information received on 12jul2020 stated that there was a surgery delay for 30 minutes with no known adverse consequence to the patient.